Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer woke up with a high blood glucose (bg) level. The customer reverted to insulin injections to address the high bg. The customer was admitted to the hospital for diabetic ketoacidosis (dka). A pump system check was performed and no device issues were identified. The customer's treatment at the hospital and discharge date were not provided. The contact disconnected the call. Although multiple attempts were made to obtain additional information, the contact did not reply to the requests.